Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an abbott delivery system. During the procedure, it was noted that device did not lay flat against the septum. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 25 -18mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Two images were received from the field showing the deformed device outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an abbott delivery system. During the procedure, it was noted that device did not lay flat against the septum. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 25 -18mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.